Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed three dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported two of the customers needles would not deploy correctly in their omnispan applier during a meniscal repair. After the surgeon was able to successfully deploy anchors with two 12 degree needles, the third needle was only able to deploy the first anchor correct. After the surgeon pulled the red trigger and deployed the first anchor, the surgeon pulled the gray trigger and the second anchor did not advance onto the needle. The surgeon then left the first anchor in the patient and loaded another 12 degree needle. The same exact thing happened, the first anchor deployed correctly and the second anchor would not advance onto the needle when pulling the gray trigger. The surgeon then used another omnispan applier and needle to complete the procedure with no patient consequences or delays. The devices were all discarded by the customer already. The sales representative was present during the procedure. No further details were available. Please see also medwatch reports: 1221934-2018-52162 and 1221934-2018-52164.